Event description:
The consumer reported receiving 2nd and 3rd degree burns from the use of the heating pad. The consumer did seek medical attention for the injuries. Burns of this nature are caused by the consumer placing the heating pad between themselves and another object which is contrary to proper use instruction.